Event description:
Ems personnel were attending to a patient complaining of difficult breathing. The patient was reported to be alert and diagnosed bradycardiac. An attempt was made to externally pace and allegedly the device continuously displayed a leads message and would not pace. The operator checked all electrode/cable connections and could not discern a reason for the message. The patient was transported to the hospital without the administration of pacing therapy. The reporter stated there were no adverse effects to the patient as a result of the alleged malfunction.